Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator failed self test using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The electrode pads were returned to zoll medical united kingdom for evaluation. The customer's report was observed and attributed to the electrode pads. The electrode pads would not properly connect to the multi-function connector. The electrodes were replaced to resolve the report. Analysis of reports of this type has not identified an increase in trend.